Manufacturer narrative:
(B)(4). Date sent: 01/25/2018. Batch # p92212. Device analysis: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In an attempt to replicate the reported incident; the device was cycled, resulting in 1 partially-formed clip due to an anti-backup failure. The remaining 8 clips were fed and formed as intended. Finally, the instrument locked out. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the anti-backup lever was found worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
During prep before the procedure, the device was tested and stayed jammed in a closed position. Use of another device to perform the procedure. No patient consequence.